Manufacturer narrative:
(B)(4). The complainant indicated that the stent remains implanted and will not be returned for evaluation. However, the delivery system is available, but the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on novemeber 20, 2019 that a wallflex colonic stent was to be used to treat a neoplastic intestinal obstruction in the intestines during an intestinal stent implantation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the stent deployed prematurely. Reportedly, operation error/mis-operation by the physician led to the stent prematurely deploying. The physician tried to remove the stent with forceps but was unsuccessful. A second wallflex colonic stent was placed inside the first stent to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Update to add user error code.